Event description:
It was reported that when patient presented for a routine device check post copd treatment, loss of capture, low, out of range, low voltage lead impedance issue and oversensing issue was observed on the rv lead. Patient was asymptomatic. Isometric testing, pocket manipulation and deep breathing exercise were recommended and noise was unable to be produced. Lead was capped on (B)(6) 2017 and a new lead was implanted. No further information available.